Manufacturer narrative:
Cat: 482365545, lot: 117809. Method: device not returned. Device history review. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was not received back, as it was discarded by the customer, so testing and inspection could not be performed to aid in root cause analysis. Conclusion: because the device is unavailable for evaluation, the root cause cannot be determined conclusively.

Event description:
It was reported that on (B)(6) 2013, surgery was performed for idiopathic scoliosis. T10-l3 were fixed with screws. After that, l3 screw breakage was found and revision surgery was performed on (B)(6) 2015.

Event description:
It was reported that on (B)(6) 2013, surgery was performed for idiopathic scoliosis. T10-l3 were fixed with screws. After that, l3 screw breakage was found and revision surgery was performed on (B)(6) 2015.